Event description:
A female patient who underwent an unknown breast surgery with an unknown mentor tissue expander saline prosthesis experience unknown sided deflation post procedure. As a result, patient underwent removal surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 29, 2025, the suspect device reveled to have lot# 9802016, and cat#: 3549225. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per additional information received with the device, patient initial updated to (B)(6) , date of birth updated to (B)(6) 1965, and associated product to non -mentor. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 19, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned device revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior aspect, measuring approximately 0.2 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).